Event description:
The customer reported the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the high voltage power supply needed to be repaired or replaced. Customer has not yet decided to have system repaired. No conclusion can be drawn as repair info is unavailable.